Event description:
As reported: when advancing bypass tube into the manta sheath the bypass tube came back out. Dr readvanced bypass tube into sheath and it came out again. 3rd time readvanced bypass tube came out again. Dr advanced rest of manta device with bypass tube only partially inserted into sheath. Deployment was successful with immediate hemostasis. Physician stated it was the 3rd time this happened with the manta device. No complications or intervention reported. Associated: MDR 3010252479-2021-00178 manta, MDR 3010252479-2021-00179 manta.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the left common femoral artery. Vasculature was noted as greater than 6.5mm, no calcification or tortuosity, and a deployment depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing sheaths. While the physician was introducing the bypass tube through the hemostatic valve of the manta sheath, the bypass tube came back out. The physician readvanced the bypass tube through the hemostatic valve of the manta sheath, the bypass tube came back out again. The physician readvanced the bypass tube a third time through the hemostatic valve of the manta sheath, however, the bypass tube came back out again. The physician chooses to advance the manta closure device with the bypass tube partially inserted into the sheath; hemostasis was immediate. The IFU indicates in step 2 of exchange and position sheath: note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. Note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.